Event description:
The reporter stated that the surgeon was inserting a one piece collamer lens model cc4204bf and realized the lens was unfolding improperly so he quit using it. There was contact with the eye but the lens was not all the way in the capsule. No pt injury.

Manufacturer narrative:
A lens serial work order search was performed for similar complaints within the search and no similar complaints were found.